Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per med watch that the patient underwent back surgery. The retractor did not work and was unstable at elbow. The patient was anaesthetized longer due to delay in obtaining back up equipment. Product was used in the patient. Patient complications were reported.